Event description:
It was reported that a dissection occurred. The patient was diagnosed with small vessel disease (svd) of the left anterior descending artery (lad) and was referred for a single vessel plasty. A 3.00 x 24 synergy drug eluting stent was deployed in the mid lad. Following deployment, a distal edge dissection was noted. A 3.00 x 12mm synergy stent was deployed to cover the dissection and complete the procedure. No further patient complications were reported in relation to this event.

Event description:
It was reported that a dissection occurred. The patient was diagnosed with small vessel disease (svd) of the left anterior descending artery (lad) and was referred for a single vessel plasty. A 3.00 x 24 synergy drug eluting stent was deployed in the mid lad. Following deployment, a distal edge dissection was noted. A 3.00 x 12mm synergy stent was deployed to cover the dissection and complete the procedure. No further patient complications were reported in relation to this event. It was further reported that the lesion was predilated and following predilatation, the lesion was 70% stenosed. The stent was deployed at 14 atmospheres for 10 seconds. A type b and non flow limiting dissection occurred after stent deployment and prior to post dilatation. The lesion was post dilated with a non compliant (nc) balloon at 14 atmospheres.